Event description:
It was reported the patient was unable to adjust their stimulation using the patient programmer, and had experienced a loss of therapeutic effect. The patient was unable to turn the stimulation on. Troubleshooting indicated a power on reset had occurred. The patient had contractors working on her house for the last couple of days. It was unknown if the issues were related to exposure to the power equipment. The status lights on the programmer were assessed. No lights were on. Additional information has been requested.